Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: (B)(4), registration number: (B)(4). The returned guide wire had its coil wire fractured at the mid solder located at 15mm from the tip. The fractured coil wire was unraveled and gathered distally exposing the core wire. The fracture end showed a characteristic of fracture by torsion that was generated as the coil structure got straightened. Proximal to the tip, the distal solder was found damaged due to unraveling of the coil wire. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion was continuously applied on the guide wire in attempts to cross the lesion while the tip was being caught by the lesion. The accumulated torsion led the coil wire to unravel and eventually fractured. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: warnings: when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, malfunction and adverse effects: breakage of the guide wire.

Event description:
It was reported that fracture of the coil wire of an asahi guide wire occurred during a ppi to treat a severely calcified occlusion in the common femoral artery. The guide wire was advanced to the occlusion in an attempt to cross. While crossing the occlusion, it was recognized under fluoroscopy that the coil wire of the guide wire was fractured. A new guide wire was replaced to resume the procedure. The blood flow was successfully reestablished by poba. There were no adverse patient effects.